Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseps0021 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the gripper needle was inserted and attempted to flush, and the ns flush squirted all over the patient's chest. The huber needle set tubing was cracked and leaking at the proximal end, near to the needle pad. The needle was removed and patient required another poke.